Event description:
The customer contact reported during testing at the user facility, several s233 (over temperature-psc) malfunction alarm codes were noted in the device history. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. The probable cause of the s233 malfunction alarm was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.